Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are #h09 j3204, expiration date 09/29/2017; #h09l6930 expiration date 12/03/2017; #h10d7073, expiration date 05/08/2018; #h10e2289, expiration date 06/16/2018. These parts are not approved for use in the united states; however a like device catalog # 75445545, 510k # k042025 was cleared in the united states. The manufacture date for lot h09 j3204 is 09/29/2009; for #h09l6930 is 12/03/2009; for #h10d7073 is 05/08/2010; for #h10e2289 is 06/16/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a plif procedure to implant interbody device and posterior fixation at l3/4. It was noted on post-op x-rays that the tip of the screw at l4 on the left side penetrated outward. The patient was having a mild pain. It is unknown if the pain is related to the outward screw. Reportedly, the screw was not showing penetrated the bone on the intro-op x-rays during inserting. No revision surgery is planned at this time and the patient is continually monitored.